Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving failed battery test alarms. Customer reported that battery needed to be changed often. Customer was not able to continue troubleshooting due to not having any new batteries. Customer hung up the call.